Event description:
The report we received from the field indicated that after deploying the stent in the right renal artery, deflation difficulty was encountered, as the distal end of the balloon would not deflate. Due to the deflation difficulty, difficulty was also experienced withdrawing the balloon from the deployed stent. The balloon was eventually withdrawn from the stent, but could not be withdrawn back into the guiding catheter. Therefore, both the guiding catheter and the balloon were pulled back to the sheath. At this point, the hub end of the sds balloon catheter was cut off, and the guiding catheter was then removed over the now-open proximal end of the sds catheter. Attempts were then made to remove the sds balloon through the csi, but difficulty was again experienced. Eventually, the balloon burst in the subcutaneous tissue and could finally be withdrawn through the csi. The patient experienced hematoma at the access site and prolonged hospitalization due to the sequence of events. Additional patient and procedural information has been requested but has not yet been forthcoming. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.